Event description:
A journal article was reviewed that contained information regarding a high voltage lead. Multiple patients and multiple failure modes were referenced. The failure modes noted in the article were death (sudden of unknown cause), high thresholds, high impedance, fracture, infection, and dislodgement. The cause of death in the article stated sudden and unknown cause. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is no way to know if this information has been reported on another medwatch report. (B)(4). A single-centre experience concerning the safety of sprint fidelis defibrillator lead extraction at the time of pulse generator replacement or in case of evidence of lead failure. Archives of cardiovascular diseases. April 1 2012;105(4):203-210.